Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: unknown plate catalog#: ni lot#: ni. Source: foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00097.

Event description:
It was reported the screw head fractured when the surgeon attempted final tightening and the body of the screw remains in the patient's bone. The surgeon placed the plate over the screw and used another hole to fixate the plate.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two screw head fragments were returned. The fragments are portions of the screw heads that include two cross drive slots and are fractured at the bottom of the screw head from the threaded portion of the screw. No dimensional analysis can be performed and no other information can be derived from the returned fragments. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.